Event description:
Customer reported a malfunction with the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support recommended a pump replacement, but the customer declined, opting to contact them if the issue reoccurs.